Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of this reported event. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. A review of the log data indicates that the system had an error that is related to this issue, which indicates a master tool manipulator (mtm) drift issue. Annex c & d.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation and the large needle driver instrument associated with the event has been used in subsequent procedures without complaint.

Event description:
It was reported that during a da vinci-assisted prostatectomy, the rectum was injured. While loading the needle holder onto universal surgical manipulator (usm) 1, it was inserted without snapping into place and advanced towards the rectum. A leak was not visible, but the area was sewn over in double layers. The procedure was completed robotically.